Manufacturer narrative:
Retainer ring=black. On (B)(6), 2021 customer called in with the following concern: insulin pump went blank after getting out of the pool. Also on case (B)(4) patient called on (B)(6), , 2020 with pump error having hard ware low failures. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. The device power up properly after battery installation. The device was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the device. The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error having hard ware low failures variable information 09, was recorded on (B)(6), 2021 at 10:44:01 hour. Per research and development investigation pump error having hard ware low failures was cause by pio failure. The adapt tool also recorded pump error having software error detected on (B)(6), 2021 at 10:48:01 line=5632 file=(B)(4) . Per research and development investigation pump error of software error was cause by unstable power to the faulty connector on radio frequency chip, software error. Proceed it by cutting device open and perform a visual inspection on electronic assemblies and connectors. Per visual inspection corroded electronic assemblies were noted causing electrical short. The device received with cracked battery tube threads. In conclusion, customer concern was not confirmed during testing. The device powered up properly after battery installation and was tested successfully. However, corroded electronic assemblies noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that he was in pool. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.